Manufacturer narrative:
D10 concomitant product: sigadaptshort, sig power sigadaptshort lin short adapt. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that intraoperatively, the reload was unable to be unload from the adapter after the firing. After the jaws were opened prior to unloading (not on tissue), a part which is seemed to be a spring, was pushed out of the joint at the rear. No intervention was done or required. No patient complications have been reported as a result of this event. Medtronic's initial evaluation of the incident found that after unloading, there was damage to the tip of the firing rod, indicative of a disconnection from the reload laminates.

Manufacturer narrative:
Additional information: g3, h3, h6 h3 evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. For functional te sting, a medtronic representative reload was attached to the adapter and was able to be loaded and unloaded without difficulty. The unit was able to be rotated and articulated in all directions without hang-ups or sluggishness. The unit was able to be fired without any issues. It was reported that the reload was unable to be unload from the adapter after the firing. The reported issue was confirmed. The most likely cause was traced to non-device related factors. The evaluation detected an unreported condition of firing rod damage. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.